Event description:
A pk papyrus covered stent system was selected for treatment of a type ii perforation of the proximal rca caused due to rotablation. The perforation was initially treated with balloon dilation in order to stop the bleeding. The complaint pk papyrus stent was inserted but the balloon ruptured. The stent came off the delivery system but was recovered. Subsequently, two pk papyrus stents were implanted and the perforation was successfully sealed. Patient did well post procedure and did not have any complications. Patient was discharged same day.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was returned for analysis. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to select the stent size to match the diameter of the vessel to achieve a final stent diameter to vessel ratio of 1:1 and a full coverage of the lesion over its entire length with a single stent.